Event description:
It was reported an asymptomatic patient presented in-clinic after receiving an alert for non-sustained lead noise episode due to post-paced t-wave oversensing. The patient did not receive inappropriate therapy during oversensing. Device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.